Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead was found deceased. A red alert was issued in the remote monitoring system showing a code 1004, indicating a shock into a shorted lead had occurred (shock impedance was low, out-of-range at less than 12.5 ohms). Also, code 1007 was observed, indicating a charge time out due to not being able to complete a charge in over 45 seconds. Following these codes, the device triggered battery capacity depleted status. The data showed the patient had received multiple shocks on the date of death. Technical services discussed limited information would be available with a programmer interrogation and the device should be returned for laboratory analysis. The local sales representative confirmed the device and possibly the rv lead would be returned. Both products were subsequently received and are now undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead was found deceased. It was noted that a red alert was issued via the latitude remote monitoring system due to a code 1004, indicating a shock into a shorted condition. A code 1007 was also issued, indicating a charge time out due to the high voltage capacitors not charging within the expected timeframe (45 seconds). Following these codes, the device triggered the battery capacity depleted status. Review of device data noted that the device attempted to deliver multiple shocks on (B)(6) 2025, which was reported to be the date of the patient's death. Boston scientific's technical services (ts) discussed that limited information would be available with a programmer interrogation and recommended that the device be returned for laboratory analysis. The device and lead were explanted post-mortem and returned for analysis. Both products were subsequently received and are now undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a code 1004 occurred on (B)(6) 2025, indicating a shock into a shorted condition. This was followed by eight (8) code 1007 alerts on the same date due to the charge time exceeding the expected timeframe. The device triggered the battery capacity depleted status due to the charge time faults (rather than due to battery depletion). High-powered visual inspection of the device case did not identify any arc marks, which can occur when a shock is directed back to the device case due to a lead issue (i.e., insulation breach). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock into a shorted condition that resulted in the code 1004. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors which triggered the battery capacity depleted status and prevented further delivery of shock therapy. The device case was opened for further inspection. No foreign material was noted in the device assembly. High powered visual inspection noted the presence of electrical overstress damage on the high voltage capacitor connections and in the area of the high voltage fuse. The fuse was noted to have bubbling and was cracked open, consistent with electrical overstress damage. Due to the lack of an arc mark on the device case and there being no anomalies on the associated defibrillation lead, the internal device damage was determined to be consistent with a short that occurred within the device during shock delivery. However, despite exhaustive laboratory analysis, the specific root cause of the short condition could not be established due to the internal damage incurred by the electrical short.